Event description:
It was reported that a female who underwent a primary breast revision with a 420cc mentor smooth round high profile, saline breast implant experienced left-sided deflation post procedure. As a result, patient underwent bilateral removal without replacement on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 30, 2022 indicated that the patient reported that her implant fully exposed, and started squirting out fluid until she was completely flat on one side and had the implant bag hanging out of her body. The patient had the implant removed on (B)(6) 2022. Patient indicated that, after the removal, she encountered scar tissues damage, with no feelings in her left nipple, and 90% of her breast. Manufacturer¿s reference number: (B)(4).